Event description:
Name of procedure being performed: unknown. Detailed description of event: ai translated: 1. Ref c8502: alexis laparoscopic system m 5-9cm, a. Unsterile: hair found back in the sealed package. Please return what to do with these pieces. Our operations quarter has noticed that a hair got caught in a sterile packed product. Event description in pcf: when taking the alexis, they saw a hair in the package (see pictures). Patient status: patient is ok. Type of intervention: they took a new alexis.

Manufacturer narrative:
No lot number has been provided, however; the event unit is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the presence of a loose hair inside the pouch. Based on the condition of the returned unit and the description of the event, it is likely that the loose hair originated from an operator during the manufacturing process. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Name of procedure being performed: unknown detailed description of event: ai translated: attached are some pictures of damaged, normally sterile, material. Ref (B)(4): alexis laparoscopic system m 5-9 cm. Unsterile: hair found back in the sealed package. Please return what to do with these pieces. Our operations quarter has noticed that a hair got caught in a sterile packed product. Event description in pcf: when taking the alexis, they saw a hair in the package (see pictures). Patient status: patient is ok. Type of intervention: they took a new alexis